Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed by restarting the system with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry reboot. Analysis of the system log file by helpdesk showed that the firewall needs to be installed properly. Upon functional testing, fse found the issue was due to bypassed firewall. Fse resolved the issue by installing the system firewall properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry was intermittently unavailable due to intermittent automatic geometry reboots. The device was in clinical use at the time of the reported event. No harm was reported to philips.